Event description:
It was reported that the patient underwent a posterior fixation l3-s1 with plif at l3 / l4. When fixing the rod, it was observed that the rod had a little space. The nut broke too easily and the rod was still moving a little bit. The surgeon then took the screwdriver and drove the screw 2 turns into the bone, now the screw had direct contact with the bone. Surgeon fixed again the rod, it hold, broke the nut, no more space or moving was seen and felt, end of surgery. There is no report of patient complications.

Manufacturer narrative:
(B)(4). A review of the device history records for this device was not possible without additional device information. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.